Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.